Event description:
It was reported that during a breast biopsy procedure, after attempting to take a sample, they received an l4-034 error code. They attempted to clear out the error code and while trying to take another sample, they received an l3-033 error code. The physician aborted the case with no samples taken and scheduled the patient for open excisional biopsy. The patient was sent home under normal biopsy instructions.

Manufacturer narrative:
H10: evaluation summary; no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The hh8bex deivces (a&b) were returned in good physical condition. The probes were connected to a test holster and control module, initialized, and functioned properly. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warrented.